Manufacturer narrative:
The analyzer's serial number is (B)(4). The customer's qc and calibration were acceptable. A general reagent issue was excluded. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results for 1 patient sample on a cobas e 801 analytical unit. The initial troponin t result was 55.8 ng/l. The initial troponin stat result was 10 ng/l. The repeated troponin t result was 9.82 ng/l. The repeated troponin stat result was 9.75 ng/l. The repeated results were obtained on another module.

Manufacturer narrative:
The investigation did not identify a product problem.